Event description:
It was reported that sine (B)(6) 2011, the pt has only had intermittent access to sound. The external equipment was checked and found to be functioning correctly. Testing showed that the device is malfunctioning. The pt has had no access to sound for the past month.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.